Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: edema: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "reduced breast density, breast swelling, periodic breast pain, treatment provided due to suspected rupture". The device has been explanted and replaced with a non-allergan device. This record relates to the left side.